Event description:
It was reported that during routine follow-up, oversensing was noted. X-ray confirmed dislodgement. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that the lead was explanted.